Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was undergoing a lead revision procedure. The reason and the outcome of the revision procedure is unknown at this time. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.